Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the subject ICD was implanted three years ago. During a follow-up, the impedance test of the proximal coil (svc) resulted in abnormal results ("test failure"). The test was repeated four times with the same results. The physician decided to disconnect the svc coil (shock vector was reprogrammed to rv to can). Advice was requested.